Event description:
Initial result for a pt hcg was 1.26 miu/ml. When retested, the result was >10,000. The original result was not used to guide therapy. The field service representative found that there was a broken finger on the sample disk and repaired the instrument by replacing the sample disk.